Event description:
Patient reported "pain", "rupture" and "recall announced". Later patient reported "one of the breast appears to be ruptured", "hard", "contracted" and "fear". Later patient reported "capsular contracture baker grade iii" and "pain in the lower part of the breast". Later healthcare professional reported "cysts" and "nodules". Patient was treated with nsaids. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "pain", "rupture" and "recall announced". This record is for the left side. The device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.